Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report received through baxter?s after hours call service. It was reported that the homechoice (hc) machine sounded a check lines and bags alarm during fill. The home patient (hp) was connected to the hc. The hp stated that one of the bags fell off and disconnected during the night and the hp reconnected it when he noticed it. The technical service representative (tsr) explained that the supplies are compromised now and advised the hp to end therapy and call the renal nurse in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who reconnected a supply bag after it became disconnected during therapy. The assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.